Event description:
During a remote follow-up, noise resulting in oversensing was detected on the right ventricular (rv) and right atrial (ra) leads. The suspected cause of the noise was myopotential or electro-magnetic interference (emi). No intervention has been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that provocative testing was performed and the noise was not reproducible. Additionally, reprogramming was performed on the device to resolve the event.